Event description:
It was reported that one side of the ruler has misprinted number, it goes up to 28 then restarts at 18 causing false readings. The 8.5x26cm nail was opened and implanted before misprint was realized.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned ruler indicated that the increments were incorrectly printed, confirming the stated complaint. The nail indicated damage along the body, suggesting attempted use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with this same failure mode. A quality hold was placed in an attempt to quarantine and re-inspect additional product for this failure mode. The supplier has been contacted and corrective actions will be implemented to reduce/eliminate this failure mode from recurrence. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Concomitant part number was corrected.